Manufacturer narrative:
Tandem quality engineer reviewed pump data and concluded the following: several blood glucose (bg) values below 54 mg/dl were entered into the pump by the user and recorded by continuous glucose monitor (cgm) from (B)(6)2019 to (B)(6)2019. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. User entered a bg of 26 mg/dl into bolus screen at (B)(6)am on (B)(6)2019. Immediately following, user entered 46 grams of carbohydrates and a bg of 157 mg/dl. User then requested a 5 unit manual override extended bolus, but cancelled the bolus after only 0.83 units had been delivered. The user likely entered the bg value of 26 mg/dl in error. During the date range provided, user increased total daily basal insulin from 38.45 to 37.7 units, with basal rates ranging between 0.5 and 1.9 units/hour. User made bolus requests by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob). User made frequent bolus requests larger than the maximum bolus setting of 25 units, opting to deliver the remaining amount as an additional bolus after the first 25 units had been delivered. Cartridge change sequence was completed several times during the provided date range, with the ¿fill tubing¿ step being completed 3 times in a row on (B)(6)2019, for a total of 30.9 units being primed through the infusion set tubing. It is possible the user¿s personal profile settings need adjustment. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 26 mg/dl. The cause was unknown. Customer addressed bg with juice or sugar. Recommendation was made by tandem technical support to consult healthcare provider.